Event description:
Country complaint: (B)(4). The activ-o retractor system was used in the opening for a 1st surgery of hydrolift and macs2. The three sets (hydrolift, macs2 and activ-o) were supplied by the (B)(4). After 90 mins surgery, one (B)(4) broke unexpectedly in the middle. At this time, no manipulations were being carried-out.

Manufacturer narrative:
(B)(4). Eval is not complete; still under investigation. Cause for fractures is unclear. Macroscopically, it is possible to detect the crack initiation/propagation. It is not obvious whether the subsurface defects were present prior to the fracture or caused upon crack propagation. Surface defects are hardly visible. Being sent for external analysis.